Event description:
On (B)(6) 2006, this pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B)(6) 2011, the pt presented to the hospital due to a fall, severe chest trauma, and rib fracture. A type I endoleak and pseudoaneurysm were also identified at this time. According to the physician, the trauma, tissue degeneration, and hypertension caused the endoleak and pseudoaneurysm. On (B)(6) 2011, an add'l device was implanted to treat the endoleak and pseudoaneurysm. The endoleak and pseudoaneurysm were resolved, and the pt tolerated the procedure.

Manufacturer narrative:
(B)(4).